Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of error 6 messages and questionable results from coaguchek xs meter serial number (B)(4). At 9:12 am, the result from the meter was >8.0 inr. At 9:21 am, the result from the meter was >8.0 inr. A phlebotomist was then sent to the patient's home and drew blood around 1:00-1:15 pm. The result from a laboratory using an unknown reagent was 4.8 inr. The patient was advised to stop the warfarin dose. The therapeutic range was 3.0-3.5 inr. The patient tests weekly, or more often as needed.